Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented in clinic for a routine follow up, interrogation revealed auto mode switch episodes. A programming setting change was made. The patient will return for a followup in december. The patient condition is fine.